Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that during a cataract procedure, what appeared to be a little fiber came from the irrigation line into anterior chamber of the patient's eye. The doctor removed the fiber without any consequences or impact to the patient.

Manufacturer narrative:
The pack involved in the reported event was not returned for evaluation. One light blue/gray particle was returned taped to a dark blue fabric inside a plastic specimen cup. The particle was analysed using an energy-dispersive spectrometer and scanned by an electron microscope. These analysis suggested that the white colored particle consist primarily of polystyrene with lesser concentrations of sodium, titanium, chlorine and oxygen. This composition is consistent with titanium dioxide pigment and saline residue. The source of the returned particle cannot be determined. Based on all information, no causal factors can be determined and no conclusion can be drawn.